Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 295cc mentor memorygel, breast implant on the right side, and with unknown size unknown gel implant on the left side and experienced capsular contracture; baker grade iii on her right side postoperatively. As a result, patient underwent unilateral explantation, and replacement surgery on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient experienced bilateral capsular contracture; baker grade iii on the right, and grade unknown on the left side. Patient underwent unilateral explantation, and replacement surgery on (B)(6) 2022. Left side device remains implanted. At the time of this report, mentor has received no information regarding the left side explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2022, mentor became aware regarding the left side device information. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant". - field d4 for catalog number has been updated to "smpx295". - field d4 for lot number has been updated to "7660385". - field d4 for serial number has been updated to "(B)(6)". - field d4 for unique identifier( UDI) has been updated to "(B)(4)." - field d6a for date of implant has been updated to (B)(6) 2021. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).